Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram to verify that the access site is in the common femoral artery. Evaluation summary: the device was returned for evaluation. The reported cuff miss was not confirmed. Inspection of the returned device revealed that the suture broke at the swag end of the posterior needle tip. A suture break during the plunger retraction would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, a posterior cuff miss occurred. Manual arterial compression and a non- abbott device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No femoral angiogram was taken prior to the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.